Event description:
The customer complained of a questionable inr result for 1 patient tested on a coaguchek xs meter compared to a doctor's roche meter and an unknown laboratory method. Specific details on the coaguchek xs meter serial number, doctor's roche meter, and the strips lots used were not known. At 12:31 the result from the patient's meter was 5.0 inr. At 4:30 pm the result from the doctor's roche meter was 5.4 inr. At 5:30 pm the result from the laboratory method was 3.6 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The patient believes the laboratory result was correct. The result from the patient's meter was released to their doctor. There was no allegation of an adverse event. The patient is not anemic, does not have antiphospholipid antibodies, is not on any other anticoagulants, no changes in their coumadin dosage, and no changes in diet, health, or other medications. The patient is on a low sodium diet. The patient did state they had some bruising but did not require medical treatment for the bruising. The patient's meter and test strips have been requested for return. The investigation is currently ongoing.

Manufacturer narrative:
A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. No product was returned for investigation. The cause of the event could not be determined.